Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited rapid battery depletion. It was reported that device longevity decreased from six years remaining to only two after a period of less than one year. Device data was sent to boston scientific technical services (ts) for analysis which confirmed rapid battery drain due to increased power consumption. The cause of the increased power consumption could not be determined and ts recommended the device be replaced and returned for analysis despite stable power consumption at the higher rate as it could not be guaranteed that the device would deplete steadily. The patient's health care professional (hcp) opted to not replace the device and continue monitoring as the patient was noted to have an intrinsic rhythm and had not required tachycardia therapy. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
(B)(4). The device was buried with the patient. As the device will not be returned for analysis, the clinical observations cannot be confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that this implantable cardioverter defibrillator (ICD) was out of service. As per medical records, the patient died more than a year after the reported allegation and the device was buried with the patient.